Event description:
Boston scientific received information that upon pre-implant interrogation this pacemaker recorded a code 1001 indicative of low battery capacity, code 1002 indicative of high battery usage and code 1011 indicative of high battery voltage. Boston scientific technical services (ts) advised not implanting the device. The device was not implanted and will be returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory external visual inspection noted no irregularities. The device was received in the original packaging, with the sterile tray intact. A thorough evaluation of the device was performed. The device was interrogated and error codes 1001, 1002 and 1011 were observed. Testing identified a high current condition. The device case was removed and various internal components were individually tested. The high current condition was isolated to a single component. Laboratory analysis concluded that the clinical observations were the result of a leaky capacitor.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.